Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power up. Patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power up) has been confirmed. Upon investigation, the monitor failed incoming functional testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the monitor. The patient received a replacement monitor.